Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was further described as "possible fluid leakage from the cassette inside the door assembly" of a homechoice claria device. This occurred during unspecified process step for automated peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.